Event description:
The explanted stent graft was returned and its evaluation has been completed. From the examination of the returned device and clinical information provided, the exact cause of the aaa expansion could not be confirmed. However, multiple fabric tears were observed which may have been the source of a possible type iii fabric endoleak which contributed to the aaa expansion. A 4-stent ring length section of a talent aui (likely aui springs #2 ¿ 5) was returned. The proximal bare spring and 1st covered spring, and the distal aui and extension were not returned. Multiple spring abrasion and crease fatigue fabric tears were observed along the length of the stent graft. An 8 mm length seam separation was also observed near spring #2; just proximal to the level of the alignment figure ¿8¿ marker. The cause of the tears and seam separation could not be determined. No other device integrity issues were observed. A review of films during the last 5 years of the implant duration did not show any endoleak, and no endoleaks were reported during patient follow-up. The films showed a progressive increase of thrombus lining the ID of proximal portion of the aui (approximately from springs #1 ¿ 3) which may have covered many of the fabric tears. During the explant it was reported that several endoleaks from suture holes were observed after removing the tissue from the stent graft; however, no fresh blood was observed within the aneurysm sac, therefore these observed leaks may not have been active endoleaks in-vivo. Since the proximal and distal sections of the stent graft were not returned, this limited the extent of the analysis.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The stent graft was implanted on the left side followed by a fem-fem bypass. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft was explanted and the aneurysm was 95 mm in diameter at the time of explant. There was an unexplained growth of the aaa over the years which required a laparotomy. The physician reported that by opening the aneurysm sac they did not find blood and only thrombus was found in the aneurysm sac. However by cleaning out the sac and the stent graft from thrombus there were two endoleaks found at the connection of the sutures to the stent. The physician explanted the middle part of the talent aui stent graft and the proximal and distal sections were left in the patient. After the stent graft was explanted a surgical tube repair was performed. No additional clinical sequelae were reported and the patient is fine. Review of returned films 7 years post-implant showed that the talent aui was positioned approximately 5mm below the renals, and extends into the left common iliac artery. The aui has been extended into the left external iliac with an aneurx limb. A left-right fem-fem bypass graft is visible. The maximum aaa diameter is 7.7cm. No endoleak is visible. The stent graft is patent, but there is thrombus seen lining the proximal portion of the aui. Films from 8 years post implant revealed that the stent graft is in the approximate same position as the previous study. The maximum aaa diameter is 7.9cm. No endoleak is visible. The stent graft is patent, but there is again thrombus seen lining the proximal portion of the aui. Films from 9-1/2 years post implant showed that the maximum aaa diameter is 8.2cm. No endoleak is visible. There is a greater amount of thrombus seen lining the proximal portion of the aui. MRI images from 12 years post-implant show no endoleak, with a 9.4cm maximum aaa diameter. Cta's from approximately three weeks later revealed that the stent graft is the approximate same position as it was from the study at seven years post implant and the maximum aaa diameter is 9.4cm. No endoleak is visible. The stent graft is patent, and there is a greater amount of thrombus seen lining the proximal portion of the aui as compared to seven year post implant study. No thrombus is seen in the limbs or distal to the stent graft. The cause of the aneurysm enlargement, in the absence of any endoleak is unknown.